Manufacturer narrative:
The reported event of premature battery depletion due to multiple magnet detections was confirmed. Based on the review of the session records, the device showed that the max magnet detection count was reached, resulting in a lowered battery voltage. The cause of the magnet detection was not able to be confirmed.

Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's implantable cardioverter defibrillator presented with excessive battery discharge. The device was explanted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.